Manufacturer narrative:
Age at time of event- (B)(6): the patient age for this event reflects the mean patient age of 76.7 ± 6.4 years. Sex- male: the patient genders were reported as 14 male and 1 female in a population of 15 total patients, therefore the patient gender for this event reflects the mean patient gender of male. Attempts were made to obtain the device lot number, and the lot number was unable to be obtained. No device history review was able to be completed. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel.

Event description:
The following publication was reviewed: initial outcome of excluder ibe for iliac artery aneurysm, proceedings of the 119th annual congress of japan surgical society, ps-147-3 (published april 2019). This study aimed to report the initial outcome of the gore® excluder® iliac branch endoprosthesis. Methods and results: between april 2017 and july 2018, 15 patients underwent endovascular aneurysm repair (evar) with a gore® excluder® aaa endoprosthesis at the facility, and their 20 internal iliac arteries (iia) were reconstructed with the gore® excluder® iliac branch endoprosthesis. 14 patients were male and 1 was female, and the mean age was 76.7 ± 6.4 years. All patients had both an iliac artery aneurysm and abdominal aortic aneurysm. The technical success rate was 100%, and all patients were discharged from the hospital. Patency rate of the reconstructed iia was 95% (9/10). 1 gore® excluder® iliac branch endoprosthesis in the patient's iia was occluded, with heavy stenosis noted in the origin of the artery. The date of post procedure identification of the occlusion is unknown. In this patient, the other iia was also reconstructed with a gore® excluder® iliac branch endoprosthesis, and this iia remained patent. Therefore, the patient did not experience buttock claudication.